Event description:
Boston scientific received information stating: . High out of range impedance measurements, all other measurement are within appropriate limits. Further investigation will be performed. No adverse patient effects were reported. No other details provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).